Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the jagwire hydrophilic tip coating detached, exposing the tip of the metal corewire, inside the patient and was retrieved with the endoscope. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire tip detachment, exposing the metal core wire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the jagwire hydrophilic tip coating detached, exposing the tip of the metal corewire, inside the patient and was retrieved with the endoscope. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 1.6 cm from the distal end of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the returned device that a section of the distal tip detached exposing the tip of the metal core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including the handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 16029259.